Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a veterinary tibial plateau leveling osteotomy (tplo) surgery on an animal, it was observed that the small battery drive device was not getting enough power and was making a rattling noise. There was a thirty minute delay to the surgical procedure. A spare device was available to complete the surgery. There was no human patient involvement as the device was used in a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. A visual and functional assessment was performed on the device which found that the device ran slow and then stopped working; therefore, the pre-repair diagnostic assessment could not fully completed. It was determined that the device failed the safety assessment (check the off/osc/on switch mode function) because the device did not run and when the trigger was pressed, there was no function or motion. It was further determined that a rattling noise was not noted. During service/repair, it was determined that the motor was corroded and the components were worn. It was determined that the issues were consistent with improper cleaning. The assignable root cause was determined to be due to improper cleaning methods. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.